Manufacturer narrative:
(B)(4). Corrected data: additional manufacturer narrative - device evaluation summary updated device evaluation summary: the analysis results found that the ntlc75 device was received with no apparent damage and with reload loaded in the device. The device was received with the cartridge deck damaged and proximal 23 drivers up and the remaining drivers down with staples present and swing tab in the locked position. No functional test was performed due to the condition of the reload. The device was tested for functionality in two (green & blue) staple height selector positions with test cartridges and achieved its firing sequence without any difficulties. The staple and cut line were complete. However, the staple line at the distal end showed that some staples were malformed when fired on the blue height selector position. The damage to the cartridge deck is consistent with the device being clamped over a hard object. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. Although no conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Additional device evaluation: product complaint device was received for additional engineering analysis to confirm if malformed staples were caused due to misalignment between the cartridge channel and the anvil channel. The device was visually inspected, and no apparent damage was noted. The device was analyzed and no misalignment between the cartridge channel and the anvil channel was observed when the device was closed. The reported condition could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # t5d873. Device evaluation summary: the analysis results found that the ntlc75 device was received with no apparent damage and with reload loaded in the device. The device was received with the cartridge deck damaged and proximal 23 drivers up and the remaining drivers down with staples present and swing tab in the locked position. No functional test was performed due to the condition of the reload. The device was tested for functionality in two (green & blue) staple height selector positions with test cartridges and achieved its firing sequence without any difficulties. The staple and cut line were complete. However, the staple line at the distal end showed that 4 staples did not meet the staple form release criteria in blue position. The damage to the cartridge deck is consistent with the device being clamped over a hard object. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. Although no conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was that during an unknown open procedure, the firing knob got stuck on the way of the firing. The same device loading another cartridge was used to complete the case. There were no adverse consequences to the patient. One ntlc75 and one sr75 will be returning. No further information is available.